Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had unable to pin the ECG and augmentation below limit. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer inspected the unit, pulled system logs, and performed a full functional test. The reported ECG display issue could not be reproduced, and no faults were observed. The technician advised that the issue may have been caused by a faulty ECG cable or a connector that was not properly seated. The unit was operated for an extended period with no issues identified. All operational and safety checks were completed per factory specifications, and the unit was returned to the customer for use.

Event description:
N/a.